Event description:
Philips received a complaint on the v60 ventilator indicating that there was a loss of alternating current (ac) power. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. No patient information was disclosed by the customer. The customer informed the authorized service provider (asp) that the device was being transferred with a patient to a bed. Upon arrival at the bed, the device was plugged into an outlet, but the current was not delivered to the device and the light emitting diode (led) did not turn on either. The screen showed the indication for operating on battery still. The power cable was replaced with another one, but the issue did not resolve. The device was replaced with another v60 ventilator and collected by the asp. This investigation is ongoing.

Manufacturer narrative:
The customer informed the authorized service provider (asp) that the device was being transferred with a patient to a bed. Upon arrival at the bed, the device was plugged into an outlet, but the current was not delivered to the device and the led did not turn on either. The screen showed the indication for operating on battery still. The power cable was replaced with another one, but the issue did not resolve. The device was replaced with another v60 ventilator and collected by the asp. The asp evaluated the device and performed a running test but was unable to duplicate the reported ac power issue. The asp replaced the power supply as a preventative measure. No other abnormalities were found with the device. Following the repair, the asp completed a comprehensive inspection, cleaning, running test, and functional test. The investigation concludes that no further action is required at this time.